Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 2 years post-implant, it was reported that the pt experienced red heart alarms when connected to the power module. The pt connected to batteries and no more alarms occurred. Approx 2 days later, the pt went to the hospital and continued to have red heart alarms when connected to the power module and the pump speed was below 8000 rpm. An x-ray of the percutaneous lead revealed damage closed to the system controller. The manufacturer's technical service personnel performed a percutaneous lead replacement.

Manufacturer narrative:
The pt remains on lvad support with the pump with no further issues reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.